Manufacturer narrative:
Manufacturer's investigation analysis: it was reported that the patient received a transplant on (B)(6) 2019. No device-related issues were reported or discovered during the evaluation of (B)(4). The pump was returned assembled with the pump cable severed approximately 11.5¿ from the pump housing. The remainder of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was returned and engaged with the cuff lock. Visual inspection of the blood-contacting surfaces of the returned device revealed no evidence of depositions or thrombus formations that would have contributed to a functional or flow issue. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 3 months. It is unknown if the device will be returned following explantation. Though requested, the product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was transplanted on (B)(6) 2019. Multiple attempts for additional information regarding the events leading up to transplant were made, but no additional information was provided. It is unknown if the transplant was routine.